Event description:
It was reported the customer had several cracks around their insulin pump. It was also found the customer's motor was loud when they were rewinding their insulin pump. Customer's blood glucose was unknown. The customer also stated the cracks around their insulin pump was getting larger. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. Motor noise during rewind due to faulty motor.